Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on november 10, 2018. Therefore, populated concomitant medical products. Device available for evaluation? Concomitant medical products is device returned to manufacturer? The biosense webster inc. Failure analysis lab was returned in the condition reported of a thrombus was noted on the distal tip of the catheter. This issue remains a reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on november 13, 2018 stating that the customer indicated that the issue was thrombus while the sales representative indicated that the issue was char. Since there is no confirmation that the issue was not a thrombus, this issue remains reportable for thrombus. Investigation summary:it was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Two hours into the procedure, after the 5th radiofrequency application, ablation became inefficient. A thrombus was observed on the thermocool® smart touch® sf bi-directional navigation catheter. There were no patient consequences. Additional information stated that the customer indicated that the issue was thrombus while the sales representative indicated that the issue was char. The device was inspected and thrombus was observed in the tip. Then, during the second visual inspection, no thrombus was observed. It could be related to the decontamination process. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Then, deflection test was performed and it was found within specifications. The catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. However, an internal corrective action has been opened to prevent this issue. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30002011l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch sf bi-directional navigation catheter. Two hours into the procedure, after the 5th radiofrequency application, ablation became inefficient. A thrombus was observed on the thermocool smart touch sf bi-directional navigation catheter. There were no patient consequences. It was noted that the ablation site was near a normal conduction path. The first 4 radiofrequency applications were performed with a heparinized irrigated catheter flow rate of 8 ml/min. Ftpi inferior (undefined) at 350 (unspecified) for the first 3 radiofrequency applications and 650 (unspecified) for the last. The thrombus observed was assessed as a reportable issue.

Manufacturer narrative:
Originally it was reported that thrombus was observed on the thermocool® smart touch® sf bi-directional navigation catheter. Additional information was received on september 14, 2018 stating that the physician considered the char to be excessive and a potential risk to this patient, as a pulmonary embolism or a cerebral embolism (if in left heart) could have resulted. Patient has not exhibited any neurological signs or symptoms since the procedure was completed. There were no error messages. Physician did not indicate that there were any product issues. There were no catheter issues related to temperature or flow. Therefore, clarification is being requested if the substance on the catheter tip was thrombus as originally reported or if it was char. If additional information is received regarding the substance on the catheter tip, a supplemental 3500a report will be submitted to the FDA. Char is assessed as not reportable as it is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 1, 2018 on the event. Irrigation was heparinized nacl 0.09%(200ui in 1l). Manufacturer's reference number: (B)(4).